Manufacturer narrative:
The involved proglider 6files sterile 21mm is actually broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. Unused product has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review (batch #1391500). Root causes are not identified. This kind of event is tracked and we monitor the trend.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold glider file broke. The broken piece could not be retrieved and was incorporated into the filling.